Manufacturer narrative:
Product performance engineering was unable to complete the investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Device malfunction: tip detached. Time of malfunction: pre-procedure. Symptoms/ae: none. It was reported that during device inspection and prior to device prep for an unk procedure, the delivery system distal tip was found to be missing. There was no pt involvement. No add'l info.